Event description:
During cardiopulmonary bypass, it was reported that the centrifugal pump was very warm to touch, and there was a brief message on the centrifugal control that said to "service pump". There were no reported adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.